Event description:
Upon receipt of investigation conclusions it has been determined that this case was as a result or user error and not off-label use. The risk applied to this file is low and has been re-assessed as non-reportable. This report is being submitted as a cancellation report.

Manufacturer narrative:
Upon receipt of investigation conclusions it has been determined that this case was as a result or user error and not off-label use. The risk applied to this file is low and has been re-assessed as non-reportable. This report is being submitted as a cancellation report. Device evaluation: this file is related to (B)(4). This file was opened to capture the user error situation whereby the user proceeded to use a damaged device. (B)(4) investigates the kink observed on the device prior to procedure commencement. The zisv6-35-125-5-100-ptx device of lot number c1473511 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 12 march 2020. On evaluation of the device a kink was observed on the outer sheath approx. 4.5 cm from the distal end of the strain relief. Document review: prior to distribution zisv6-35-125-5-100-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-5-100-ptx of lot number c1473511 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1473511. It should be noted that the instructions for use (ifu0117-4) states the following: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ there is evidence to suggest the user did not follow the IFU. Image review: root cause review: a definitive root cause of the user using the device despite observing a kink was identified from the available information. From the information provided it is known that the user observed a kink on the outer sheath of the device prior to procedure commencement ((B)(4)). It is also known that the user proceeded to advance the damaged device and attempted to deploy it. The device could not be deployed, and the user removed the delivery system and completed the procedure with another device. It is possible that the kink on the outer sheath formed as a result of excessive force on the device during handling as the device was removed from the packaging and/or during device prep. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User error- physician attempted to deploy damaged device. "As per complaint form": the product appeared kinked in the delivery system prior to insertion, physician wanted to try and deploy anyway but it would not deploy and was retracted. Another stent from getinge (pulsar?) Was chosen.